Event description:
When the critical care attending was preparing to place the catheter for dialysis, upon inspection he noted a small piece of paper attached to the povidone iodone ointment packet. He then abandoned the line insertion and requested a new kit.